Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely via merlin.net transmission. The right ventricular lead exhibited decreased sensing amplitudes and impedance. The implantable cardioverter defibrillator exhibited undersensing of premature ventricular contractions on the discrimination channel. Program changes were discussed. There were no adverse consequences to the patient reported.